Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up non capture was noted on the right atrial (ra) lead. It was reported that the ra lead fell and was dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.